Manufacturer narrative:
(B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation requests were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during the implantation of a z9002 21.0 diopter intraocular lens, the patient's capsule had ruptured. Through follow-up it was learned that customer did not know if the lens caused the patient's capsule to rupture. There was incision enlargement, vitrectomy and iris prolapse. However, the location contact did not believe these were not attributed to the lens and instead related to patient anatomy and physiology. The lens was removed on the same day of the procedure. The patient was stabilized and left aphakic. Patient was to follow up with a retinal specialist in the morning. Furthermore, the lens will not be returned for evaluation as it got lost on the table. No further information was provided.